Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03395, 0001822565-2018-03394, 0001822565-2018-03393, 0001822565-2018-03392, 0001822565-2018-03391, 0001822565-2018-03390, 0001822565-2018-03389. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the products had stains within the sterile barrier. This was found at the distributorship and not during a procedure. There was no patient involvement.

Manufacturer narrative:
Report source foreign ¿ (B)(6). Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned products exhibited no staining and the product was determined to be conforming. Device history record was reviewed and no discrepancies were found. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.